Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. Therefore, no product is expected to be returned. A follow-up MDR will be submitted if additional information is obtained. The system logs for the event date (B)(6) 2021 were not available as of this time of the report, hence, no log review for this procedure has been performed. No image or video clip for the reported event was submitted for review. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. This event is being reported due to the following conclusion: the patient underwent an ion endoluminal lung biopsy procedure and experienced a pneumothorax which required the patient be hospitalized with a chest tube placed. At this time, the cause of the complication is unknown. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred.

Event description:
It was reported by a physician that a patient underwent an ion endoluminal lung biopsy procedure and experienced a pneumothorax which required placement of a chest tube. Additionally, the patient was hospitalized. It was reported that the following instruments were used to take biopsies during this procedure: 21g flexision biopsy needle, 23g flexision biopsy needle, forceps, and a bronchoalveolar lavage. Intuitive surgical, inc. (Isi) performed multiple follow-up attempts to obtain additional information. However, as of the date of this report, no further details have been received.